Event description:
It was reported revision surgery was performed due a loose femoral component, questionable metallosis, metal sensitivity and fibrosis of the acetabular cup.

Manufacturer narrative:
Please note this event was also reported to cdrh under user facility report number (B)(4).